Manufacturer narrative:
A device history record review was completed for provided material number 306574 and lot number 3256862. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although a sample was returned for evaluation, unfortunately the sample shipment was lost between our decontamination facility and the investigation facility. We apologize for this inconvenience. A thorough investigation was performed with the picture sample returned. If the physical sample is found, a sample analysis will be completed. Through examination of the picture sample, the syringe was observed with a broken tip that was stuck within the stopcock product. Per the picture, the syringe tip has an even break. This type of break is not produced within the manufacturing process. As per the device history record review, the product has been manufactured per validated operation parameters and no issues occurred during molding. As per the customer defect description, the syringe was used with no issues and the tip broke after stopcock valve disconnection. At this time a manufacturing related cause cannot be determined for this incident. We strongly recommend that the instructions for use are followed when connecting and disconnecting the posiflush syringe. Once used, the syringe should be disconnected by unscrewing completely with no pulling or bending of the syringe as that may cause breakage. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd posiflush-sp tip broke. The following information was provided by the initial reporter: the syringe tip was broken as the customer completed flushing and disconnected from the stopcock.

Manufacturer narrative:
E1. Street address character limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.